Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius mexico service technician. The technician replaced the fuses and the function board, and adjusted the tubing to resolve all machine issues and return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 machine with melted fuses. The issue was found by a fresenius (B)(4) technician while the machine was being serviced for not powering on. It was confirmed there was no patient involvement. The fresenius (B)(4) technician reported replaced the fuses, the function board, and re-ran the tubing to resolve the issue and return the machine to service. Additional information was requested, but was not provided. If additional information is provided, a supplemental report will be submitted.